Event description:
The customer reported that the device disarmed unexpectedly when in use on a pt. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device disarmed unexpectedly when in use on a pt. There was no report of negative pt impact. Philips evaluated the device and verified the reported symptom. The therapy port and therapy cable were replaced to address the issue. This is a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.